Event description:
Per the clinic, the device extruded at the implant site, exposing the receiver/stimulator. Multiple attempts to cover the site (dates not reported) were unsuccessful. The device was explanted (B)(6) 2009, and the patient was reimplanted with a new device on (B)(6) 2009.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
The customer reported having low blood glucose. The customer stated that she was in a car accident due to her low glucose level. The blood glucose reading was 23mg/dl and the customer was taken to the hospital. Troubleshooting was performed. The customer stated that she feels her admission was not related to the insulin pump, but more of a need to change the basal rate settings. The customer stated that the units left in the status screen match to the insulin left in the reservoir. No further information was provided.